Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 02/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: investigation revealed evidence of moisture behind the display as well as a battery compartment leak. Investigation revealed that the battery compartment was cracked in two places. Unrelated to the original complaint, investigation revealed the following: the display was dim, fading, and discolored; there was evidence of internal moisture on the main printed circuit board; the pump casing was cracked in two places; the audio circuit piezo contact was misaligned, resulting in audible tones being absent on power up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).